Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that this right atrial (ra) lead had dislodged and was exhibiting an increase in threshold measurements. Surgical intervention was performed and the ra lead was eventually repositioned after multiple attempts. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.